Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, loss of capture was observed on the right atrial lead. Lead dislodgement was suspected. X-ray was performed, and dislodgement of right atrial lead was confirmed. The patient was scheduled for lead revision. Fluoroscopy was performed on (B)(6) 2019 prior to procedure and dislodgement of right atrial lead was confirmed again. The right atrial lead was repositioned successfully on (B)(6) 2019 with appropriate sensing and capture. The patient was stable.